Event description:
It was reported that the tip of the driver broke while the surgeon was trying to loosen a domino connector during a removal case. No patient complications were reported.

Manufacturer narrative:
(B)(4): the (product) was returned for evaluation. Approximately 3mm of tip has been broken off, consistent with interface during usage. Fracture surface analysis revealed fairly brittle fracture surface and circular material flow, consistent with torsional overload and resulting in fracture at mas interface during tightening. Review of device history records did not identify any applicable nonconformance to specification.